Event description:
It was reported that the patient heard a single tone alarm on 2014 (B)(6) from her pump. Telemetry had not yet been performed. The patient had missed her refill appointment 2014 (B)(6) and a large snow storm came and which prevented the hospital from calling her back to reschedule the refill. Reportedly, the health care provider (hcp) would not get the medication or even order the medication ¿until monday.¿ the patient did not have any symptoms. This device system delivered clonidine, baclofen, and morphine. Additional information was requested to verify the resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8703w, lot# l44924, implanted: 1997 (B)(6); product type catheter. (B)(4).